Event description:
It was reported to tycohealthcare/kendall in 09/2005 that a customer had a problem with a blood collection needle. According to the customer, the needle pulled out of the hub and was left in the pts arm after the blood was drawn.